Event description:
Event description guidant received information that during follow-up, this implantable cardioverter defibrillator (ICD) was unable to be telemetered and exhibited no pacing output. An invasive investigation was performed. Visual inspection noted an insulation defect on this chronic transvenous defibrillation lead. The lead and the device were explanted. A new system was successfully implanted.